Event description:
It was reported that the procedure was to treat a moderately calcified superficial femoral artery. A connect 250t guide wire was advanced to the lesion. A 4.0 x 120 mm fox sv balloon catheter was being advanced over the guide wire when resistance was met and the fox sv could not be advanced or removed from the guide wire so the two devices were removed as a single unit. The procedure was completed successfully with another guide wire and balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.